Event description:
It was reported that the patient was unable to adjust his stimulation. It was noted that the patient say the 'call your doctor' icon. The patient reported a power on reset (por) condition. It was noted that the issue was resolved after clearing the por. It was further reported that the patient 'used his device for 2 hours and then it stopped.' It was noted that the patient recharged his device 2 days ago to 100% battery level. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3986a, lot# n247543, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).